Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Prior to atherectomy in the left main and left anterior descending (lad) arteries using a diamondback coronary orbital atherectomy device (oad), it was noted that the saline appeared to be flowing from the end of the oad faster than usual. The physician deemed it safe to continue with the procedure despite the observation. After the first and second treatments, angiograms were performed and demonstrated good flow, and the patient hemodynamics and vital signs remained stable. After the third treatment, imaging showed that the guide wire was pulling back. A third angiogram was performed which demonstrated loss of flow in the lad and a small, contained perforation in the proximal lad. The patient then developed slight st elevation, but hemodynamics remained stable. The patient complained of mild shoulder pain. The oad was removed to assess the perforation. Following unsuccessful balloon tamponade, a covered stent was deployed in the lad to treat the perforation. The patient remained stable throughout the duration of the procedure, and echocardiogram did not indicate effusion or cardiac tamponade. The patient remained stable and was admitted to the ICU for observation.

Event description:
Prior to atherectomy in the left main and left anterior descending (lad) arteries using a diamondback coronary orbital atherectomy device (oad), it was noted that the saline appeared to be flowing from the end of the oad faster than usual. The physician deemed it safe to continue with the procedure despite the observation. After the first and second treatments, angiograms were performed and demonstrated good flow, and the patient hemodynamics and vital signs remained stable. After the third treatment, imaging showed that the guide wire was pulling back. A third angiogram was performed which demonstrated loss of flow in the lad and a small, contained perforation in the proximal lad. The patient then developed slight st elevation, but hemodynamics remained stable. The patient complained of mild shoulder pain. The oad was removed to assess the perforation. Following unsuccessful balloon tamponade, a covered stent was deployed in the lad to treat the perforation. The patient remained stable throughout the duration of the procedure, and echocardiogram did not indicate effusion or cardiac tamponade. The patient remained stable and was admitted to the ICU for observation. Multiple electrocardiograms were performed which did not reveal any effusion. Additional information was received one week after the event indicating the patient expired the next day in the ICU. It was the opinion of the fellow that the perforation and other health issues, which made the procedure high risk in the first place, contributed to the patient's death.

Manufacturer narrative:
At the conclusion of the failure analysis investigation the reported event regarding the saline apparently flowing from the end of the oad faster than usual could not be confirmed. The saline flow through the oad was measured and met specification. The reported perforation event could not be confirmed through analysis. There was no damage identified with the device that would have contributed to the reported complaint. When tested, the device spun during both speeds with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).